Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise oversensing and far r-wave oversensing. No intervention was performed. The patient was in stable condition.